Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The problem was duplicated. The reported problem was caused from nonconform expulsor dimensions/fitment. The expulsor was trimmed to fix the issue.

Event description:
It was reported that the infusion was completed about 3 hours earlier than expected (around 46 hours) and the end alarm sounded at 43 hours. There was patient involvement but there was no patient harm reported.